Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the catheter and hub separated from each other before making patient contact. Another device was used to complete the procedure, and there were no injuries or additional procedures.